Manufacturer narrative:
Date of death: unknown. Lot number: unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Explanted date: unknown if the device was explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after neurosurgical procedure. After one to two minutes of manual compression, no bleeding was confirmed at the puncture site and then styptic cotton was used for fixing. Right before the patient was moved to a stretcher, the blood pressure suddenly dropped, so the patient was put on a drip. Although the blood pressure dropped again in the patient's room, no bleeding was observed at the puncture site and no swelling was observed on the femoral region, either. During CT examination for the chest, abdominal, and femoral regions to find a bleeding site, a retroperitoneal hematoma was found. The patient was transferred to the vascular surgery at the (B)(6) hospital for surgical treatment. According to the medical record at the hospital, bleeding hole is only one, which is approximately 2 mm. No information about the puncture site being too upper, the anchor, and the collagen sponge were recorded. The cause of the retroperitoneal hematoma is unknown. The hospital did not point out anything about the puncture site and several times of punctures. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament. The vessel diameter is unknown. The estimated blood loss is unknown. The outcome of the procedure was patient death. The date of the death is unknown. The patient had high blood pressure and had taken anti-hypertensive drugs. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.